Manufacturer narrative:
(B)(4)

Event description:
Procedure: vats lobectomy. According to the reporter: during recovery through the abdominal wall the bag ripped on the way between abdomen and abdominal wall.